Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon inserted a aq2015a 20.00 diopter silicone three piece lens into the patient's eye. The lens trailing haptic got caught in the injector, lens tore in the haptic/optic junction. Physician decided not to leave it implanted. The incision was enlarged and the lens cut into pieces and removed. Backup lens, same model and size was implanted and one suture was used. The cause of this incident was due to loading technique.